Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: MFR# 0001825034-2018-00389, MFR# 0001825034-2018-00461, MFR# 0001825034-2018-00462. Concomitant medical products: comprehensive srs eas humeral head pn211256 ln356980, comprehensive srs proximal body- tumor pn211221 ln264160, comprehensive srs intercalary segment with screw pn211226 ln478780. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as information regarding its whereabouts is unavailable. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent an initial shoulder hemi-arthroplasty. Subsequently the patient was revised due to pain that had developed in the humeral /glenoid socket. The surgeon felt it was best to convert to reverse. No further information was provided.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event as it was not removed during the revision procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.